Manufacturer narrative:
No damages were observed to the device that would result in the dislodging of the cannula. The cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod longer than 48 hours. Patient stated the cannula dislodged from the infusion site (arm). As treatment, a new pod was applied.